Manufacturer narrative:
The device was not investigated. Multiple requests were made to obtain the system support log, but declined by the hcp. Support log review would identify if there were any anomalies during the treatment that would warrant further device investigation.

Event description:
On september 23, 2016 the health care provider reported that they conducted an off-label treatment to the back of the patients left arm on (B)(6) 2016 which resulted in the patient having difficulty gripping a piece of paper in her left hand, and numbness/tingling on that left arm and hand. She started taking the prednisone on monday (B)(6) 2016 and as of (B)(6) 2016 saw marked improvement.  The patient was able to grip with her left hand a piece of paper but still complained of weakness, tingling, and numbness. The health care provider updated to ulthera on december 9, 2016 that the patient is seeking treatment from a nerve specialist and reports limited mobility and sensation in her left hand. The patient wears a brace and is doing physical therapy.